Event description:
Prior to a laparoscopic supracervical hysterectomy procedure, the stud on device was broken off. Also, the generator gave an error code 5. Next, the generator gave error code 7 when disposable device was assembled to the handpiece. There was no reported pt consequence.